Manufacturer narrative:
It was reported a foley catheter balloon ruptured after insertion and caused leaking. The home health nurse pre-inflated the retention balloon prior to insertion to check integrity, no leaking was noted. Catheter was inserted and began to leak as the balloon was inflated. The catheter was removed and a new catheter replaced. The catheter was discarded and was not returned. A root cause cannot be determined. Due to the reported incident and in an abundance of caution the medwatch is being filed.

Event description:
It was reported a foley catheter retention balloon leaked.